Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexd0969 showed no other similar product complaint(s) from this lot number.

Event description:
Catheter placed on (B)(6) 2013 - removed on (B)(6) 2013. During removal catheter came out, but not the cuff. They could feel some resistance while pulling out the catheter, so they let up for a few seconds, then when they did continue, out came the catheter, but no cuff. They could feel it up in the tunnel tract, so they did retrieve it using forceps.